Event description:
AED deployed for attempted resuscitation. Poor pads contact may have caused the AED to have difficulty analyzing. No details have been provided on the pt at this time.

Manufacturer narrative:
(B)(4). Pending eval of device.